Event description:
Additional information was received from the patient. They reported that they do not have control over their bladder, and the unset date was unknown, and it never worked. They deemed to have it removed but it has not yet been resolved

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that their implant has never worked for them. Patient said that they worked with a lady over the phone to try to get it to work and the lady got disgusted with them and that was the end of that. Patient mentioned that they have had infection after infection and they don't know if that is the cause of it. Patient also said that the implant has moved from where it was implanted and they do not know if it is pressing against something. The patient was redirected to their healthcare provider to further address the issue. Patient stated they do not have hcp for implant, agent offered to mail physician listing. Agent reviewed role of patient services several times and continued to redirect to hcp for medical questions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the device/therapy/procedure was not causal or contributory to their multiple infections. When asked what steps were taken to resolve the issue, the patient stated if the manufacturer offered some help, then they would consider their [suggestion] for better [assistance]. The patient stated they didn't feel that anything had helped to this date. The patient stated the issue has not yet been resolved. And suggested it would be once the manufacturer offered assistance. When asked to clarify what was meant by the "implant had never worked', the patient stated they couldn't get it to function and the person helping them got disgusted and was not any help. It was unknown if the issue was caused by normal battery depletion. The patient stated the cause of the implant never working was unknown. The patient stated they had no steps to take to resolve the issue at this time. The patient stated they would like to remove it from their body. It had been a long time. The issue has not yet been resolved. The patient then repeated that they would like it removed from their body and requested that it be removed at the expense of the manufacturer. The patient stated it had been a long time since it was put in with no help from the manufacturer representative (rep).